Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported inability to lower gripper could not be confirmed via returned device analysis. However, the broken gripper lever cap assembly was observed during analysis. The reported positioning failure (leaflet grasping) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the returned device analysis, the cause of the reported inability to lower gripper and observed broken gripper lever cover assembly were unable to be determined. The reported positioning failure (leaflet grasping) appears to be related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). Due to an access problem from the right femoral vein the procedure was performed from the left side. In addition, the transeptal puncture was very difficult and ended up more anterior than as targeted. As a result, the approach to the valve was challenging and a lot of the + knob was applied, as other maneuvers to gain a good trajectory. The first clip was attempted with several unsuccessful grasping attempts (simultaneous and independent) and the physician noticed that one of the grippers was not working. The clip was retracted back to the left atrium and after several troubleshooting attempts including lowering the grippers, locking, and unlocking. The clip was removed with no reported issue. Another clip was implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.